Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient was not showing up on pyxis medstation. A technical support specialist suggested the customer to change the admission inactivity days setting to resolve the issue. The system functioned as intended after the customer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary patient was not showing up. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.